Event description:
It was reported that a flo-gard infusion pump had an unspecified, continuous alarm. It was not specified when in the process this occurred. There was no report of patient involvement or patient injury in association with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). The device was serviced on-site by a field service technician. Visual inspection was performed with no issues related to the reported problem noted. Functional testing was performed and the device passed. A review of the alarm log was performed and found no evidence that could confirm the reported problem. A service history record review was performed and revealed no issues related to the reported problem. The reported problem was unable to be verified. The device was returned to the customer in good working condition. Should additional relevant information become available, a supplemental report will be submitted.